Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine leiomyoma ("other injury(ies) or complication large fibroid/large fibroid was sitting on one of my arteries and urethra") and genital haemorrhage ("I bled one pint of blood") in an adult female patient who had essure (batch no. B64602-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), fatigue ("fatigue"), bone pain ("bone pain") and procedural haemorrhage ("I bled one pint of blood during essure removal procedure."). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy) and surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and alopecia had resolved and the uterine leiomyoma, genital haemorrhage, rash and bone pain outcome was unknown. The reporter considered alopecia, bone pain, fatigue, genital haemorrhage, pelvic pain, procedural haemorrhage, rash and uterine leiomyoma to be related to essure. The reporter commented: medical background: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2014: total bilateral occlusion. Lot number reported b64602 is invalid. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine leiomyoma ("other injury(ies) or complication large fibroid/large fibroid was sitting on one of my arteries and urethra") and genital haemorrhage ("I bled one pint of blood") in an adult female patient who had essure (batch no: b64602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), fatigue ("fatigue"), bone pain ("bone pain") and procedural haemorrhage ("I bled one pint of blood during essure removal procedure."). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy) and surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and alopecia had resolved and the uterine leiomyoma, genital haemorrhage, rash and bone pain outcome was unknown. The reporter considered alopecia, bone pain, fatigue, genital haemorrhage, pelvic pain, procedural haemorrhage, rash and uterine leiomyoma to be related to essure. The reporter commented: medical background: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received:lot number added. Added patient demography, product details,new events: fatigue, large fibroid, back pain and hair loss, and bled one pint of blood during essure removal procedure. Updated outcome of pain, fatigue and hair loss. Added concomitant medication, concomitant drug and lab data. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash ("skin rash"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash outcome was unknown. The reporter considered pelvic pain and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.